Manufacturer narrative:
One (1) impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual evaluation of the as returned product identified the implant returned with healing abutment. No apparent malfunction identified. Bone debris and dried blood present on implant external threads. Product matched print specification where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 26 (universal) and was used for approximately 1 month and 18 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review for the lot (1232294) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications complaint history review was performed for the reported lot number (1232294) for similar event keyword category (medical : pain) and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k): k011028, k013227.

Event description:
It was reported that the implant at tooth site # 26 lost integration and was removed due to pain. Per indicated: pain is the only thing marked on the per. Additional appointment required: yes, to replace implant. Symptoms as a result of the event: pain.